Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient reported that an inaccuracy with her dexcom device led to a hypoglycemic event, and that she loss of consciousness during a work meeting, but no specific cgm or blood glucose readings were reported. There is no documentation on treatment provided but it is stated that the patient did not visit a healthcare facility. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.